Event description:
It was reported that the device was explanted after an implant duration of approximately 100.6 months. Through follow-up (with the health-care provider), it was learned that the device was explanted due to regurgitation and stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device is unavailable for return as it was discarded. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that during a gastric band procedure when attaching the port to the fascia, the hooks would not deploy. Another device was used to complete the with no patient consequence.